Event description:
It was observed that during the device evaluation that the flex video scope air/water cylinder and air/water tube had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the stain (foreign material) observed in the light guide lens was unable to be identified. Therefore, the root cause of the reported event was unable to determined. However, the probable cause of the malfunction would likely be due to physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. Based on the results of the investigation, the foreign material at air water-cylinder and air water-channel was unable to be identified. Therefore, the root cause of the reported event was unable to determined. However, the probable cause of the malfunction would likely be that the foreign material may have been unremoved because the device was not reprocessed properly by leak from the forceps elevator. Labeling. Suggested event 1: the suggested event is detectable by handling the device in accordance with the following instructions for use (IFU) which state: detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Suggested event 2: the suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU) which state: detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.